Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicated that the patient claimed to have charged the device regularly and did not have any communication issues.

Manufacturer narrative:
Further information was requested but unable to obtain. Ipg serial number was included in a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s ipg was inoperable. In turn, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with new ipg. Reportedly, therapy was restored post operatively.